Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Technical services (ts) recommended device replacement after data analysis found premature battery depletion (pbd). The physician elected to explant and replace with a new s-ICD. The explanted device will not be returned because it was discarded at the facility.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Technical services (ts) recommended device replacement after data analysis found premature battery depletion (pbd). The physician elected to explant and replace with a new s-ICD. The explanted device will not be returned because it was discarded at the facility.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Device data analysis indicates premature battery depletion. This product was not returned by the customer as evidence suggests that it remains in service. If the product is explanted and returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: analysis of the device data found higher-than-expected power consumption, consistent with premature battery depletion. The complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the higher-than-expected power consumption. The "cause linked to device but unable to trace more specifically" investigation conclusion code was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.